Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the customer broke off the latch for the ultrasonic air sensor (uas). The device was not changed out, as the customer taped the sensor shut with hospital grade tape. The air sensor still functions. The latch was thrown away by the customer. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.